Event description:
It was reported that the temperature that was given by the catheter was "abnormally inaccurately high". The catheter was inserted into the right jugular. It was indicated that the patient's temperature was 36 - 36. 7 while the catheter read greater than 39 to 42. There were no patient complications reported.

Event description:
Adverse event(s): "delay of surgery" (no code available). Product problem(s): "failure to capture pupil" (failure to capture). A laser technician reports tracker seems to be sensitive. During a follow-up call the laser technician stated low volume, surgeons sometimes feel the tracker is sensitive, but in her experience running the system, the tracker is functioning as it is supposed to. The laser technician recalled one case, the surgeon had to pause several times to track due to extreme patient movement. The surgeon was contacted and indicated when he started treating a pt's left eye, he noticed some debris on the cornea, and he stopped the laser to clear the cornea. When the surgeon tried to continue the treatment, the laser could not acquire the pupil. The laser operator recalibrated the laser and entered a new treatment to account for the 1% of the treatment already delivered. The flap had to be lowered while they recalibrated with a delay of 5-7 minutes. The surgeon was pleased with the pt's outcome. At one day post-op ucva was 20/40 with no stria and clear cornea. The pt has glaucoma and is experiencing elevated intraocular pressure of 24mm due to steroid drops. Additional info has been requested.

Manufacturer narrative:
Customer report of "temperature given by catheter was abnormally inaccurately high" was confirmed. The balloon inflated clearly, and concentrically, and remained inflated within specification. All through lumens were patent without leakage. The monoject limited volume 1.5cc syringe and contamination shield were returned. No visible damage was observed on the catheter body or returned syringe. During further testing in the evaluation lab, the catheter was found to have the incorrect resistor placed into the thermistor connector during manufacturing. The investigation is ongoing. Three possible lot numbers were reported. A device history record review was completed and documented that the device met all specifications upon distribution. Lot no. 58830600: expiration date 08/31/2011; approximate age: 6 months; manufacture date 02/12/2010. Lot no. 58821420: expiration date 07/31/2011; approximate age: 7 months; expiration date 07/31/2011. Lot no. 58856126: expiration date 10/31/2011; approximate age: 4 months; manufacture date 04/09/2010.